Event description:
It was reported that the patient experienced a cerebral vascular accident (cva). A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro laa closure device was implanted on (B)(6) 2024. The patient had their 45 day follow up, and the following day the patient was admitted for a stroke. Weakness was the only symptom reported. The patient was on anticoagulation medication (eliquis) at the time of the stoke. Transesophageal echocardiography (tee) imaging from the follow up was reviewed by the implanting physician, echocardiography physician, and the boston scientific senior clinical specialist. There was no sign of thrombus or leak noted. The patient was noted to still have a septal defect present.